Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was that the therapy wire harness had been routed incorrectly over the analog pcb assembly, which pressed down on an h-bridge integrated circuit (ic), designator u1. As a result, the solder joints at legs 1 and 16 of ic u1 became fractured and electrically open. This led to an electrical arc at ic u1, legs 1 and 16, as well as at a resistor, designator r212, which prevented the device from shocking. The customer was provided with a replacement device. UDI = (B)(4).

Event description:
The customer contacted physio-control to report that their device was found beeping in the trunk of a vehicle. The customer performed a visual inspection of the device and advised that a service wrench was present on the device's readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not shock when prompted.